Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage(kitchen). Test strip UDI# (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results of 90, 78, 101, 113 and 129 mg/dl. The customer's expected fasting blood glucose test result range is 150 - 200 mg/dl. At the time of the call, the customer reported feeling dizzy and shaky. Medical attention was not needed at the time of the call. During the call on (B)(6) 2018, back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 09/29/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).